Event description:
The account alleged that the brakes are not working and the bed is making a loud alarm. No injury reported.

Manufacturer narrative:
No further info is available on the repair of the bed at this time.